Event description:
It was reported that the surgeon attempted to insert a cq2015 collamer three piece lens, but the haptic looked like it was wrapped around the plunger, so was ejected onto the tray and was torn. There was no pt contact. Another same type lens was implanted.

Manufacturer narrative:
Eval: results - (other): visual inspection of the returned product found a piece of the lens optic and one haptic torn off. There was evidence of clear surgical residue. Conclusions - (no conclusion can be drawn): based on the complaint history and the eval of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for eval.